Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information requested but unavailable: did the package have damage to the primary package that did not compromise sterility? Did the package have any hole, tear, or puncture in the tyvek or blister that did compromise sterility?

Event description:
It was reported that the sterilized packaging was ruptured. No other details provided.

Manufacturer narrative:
(B)(4). Batch # t9274h. Additional information received: no patient consequences. Device analysis: the analysis results found that the harh36 device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be broken at one of the sides of the package and the blister was noted to be wrinkly with one tear. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.